Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) of 2009 mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient underwent mesh implantation in order to treat vaginal vault prolapse and rectocele. It was reported that the patient had a concurrent procedure of a perineoplasty performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that following insertion the patient experienced pain, erosion, and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh removal on (B)(6) 2010 due to erosion and excision of vaginal mesh erosion and perineal scar revision on (B)(6) 2012. No additional information was provided. (B)(4).